Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating error code. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the device shows error on screen and the board is burned. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.